Event description:
It was reported that the reported device was leaking from the bottom. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. A product sample was received for evaluation. Visual inspection and functional testing were performed. The investigator observed wear and tear damage to the drain fitting, enclosure, front cover, line cord and pole clamp. The investigator performed the safety / electrical test and reported issue of water tank cover leakage was duplicated. The water tank cover was replaced to resolve the reported issue of water tank cover leakage. All the required parts were replaced to repair the wear and tear damage. Device passed the functional test. The root cause could not be determined with the provided information. This remediation MDR was generated under protocol b10009406, as a result of warning letter (B)(4).